Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 28 may 2024, a 8-6mm amplatzer duct occluder was selected for implant using a 6f amplatzer delivery system. During the implant procedure, while the device was being deployed, it was noticed that the device took a cobra deformation. The device was removed and replaced with another 8-6mm amplatzer duct occluder to resolve the event. There was no interaction with cardiac structures or angulation/kink in the delivery system. There was no delay in the procedure and the patient remained hemodynamically stable throughout.

Manufacturer narrative:
An event of difficult to fold, unfold or collapse associated with device deformation did not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, while the device was being deployed, it was noticed that the device took a cobra deformation. The device was removed and replaced with another 8-6mm amplatzer duct occluder to resolve the event. There was no interaction with cardiac structures or angulation/kink in the delivery system. Based on the information reviewed and returned device analysis, the cause of the reported device deformation could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 28 may 2024, a 8-6mm amplatzer duct occluder was selected for implant using a 6f amplatzer delivery system. During the implant procedure, while the device was being deployed, it was noticed that the device took a cobra deformation. The device was removed and replaced with another 8-6mm amplatzer duct occluder to resolve the event. There was no interaction with cardiac structures or angulation/kink in the delivery system. There was no delay in the procedure and the patient remained hemodynamically stable throughout.